Event description:
It was reported that during use the shaver handpiece froze up and would not work. There was no injury or delay related to this event.

Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem. Further investigation found that the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. This product will continue to be monitored for failures. There have been no reported injuries associated with this failure mode.